Manufacturer narrative:
--

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had an insulation damaged. The insulation defect was noted when the pulse generator was removed from the pocket for upgrade. Additional information indicated that the physician thinks that the conductor may have been exposed. The lead was surgically abandoned and was replaced with new lead. No adverse patient effects were reported.